Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safe clip needle clipper of the bd syringe luer-lok¿ tip will not clip. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no.

Event description:
It was reported that the safe clip needle clipper of the bd syringe luer-lok tip will not clip. There was no report of exposure, serious injury or medical intervention.